Manufacturer narrative:
(B)(4). Concomitant medical products- associated products: item name vngd ps open por fmrl rt 72.5 ref.#184513 lot # 680820. Item name vngd ps tib brg 12x87/91mm ref.#183682 lot # 270850. This product is manufactured by biomet spain orthopaedics, s.l. And is not cleared or distributed in the u.s. However, this report is being submitted as zimmer biomet warsaw manufactures a similar device that is cleared or distributed in the united states under 510(k) number k945028. Device in transit.

Event description:
It was reported that the patient underwent an initial surgery on (B)(6) 2021. Subsequently, the patient underwent a revision due to loosening of the cement-less femoral vanguard ps component 4 months after implantation. It was also discovered that the tibial component was showing signs of loosening and that there were black spots visible on the pe bearing.

Manufacturer narrative:
(B)(4). D10- associated products: item name vngd ps open por fmrl rt 72.5 ref.#184513 lot # 680820. Item name vngd ps tib brg 12x87/91mm ref.#183682 lot # 270850. G4: this product is manufactured by biomet spain orthopaedics, s.l. And is not cleared or distributed in the u.s. However, this report is being submitted as zimmer biomet warsaw manufactures a similar device that is cleared or distributed in the united states under 510(k) number k945028.

Event description:
It was reported that the patient underwent an initial surgery on (B)(6) 2021. Subsequently, the patient underwent a revision due to loosening of the cement-less femoral vanguard ps component 4 months after implantation. It was also discovered that the tibial component was showing signs of loosening and that there were black spots visible on the pe bearing.